Manufacturer narrative:
The manufacturer has attempted to obtain medical records and other pertinent clinical data from the complainant facility via numerous requests. No medical records have been obtained to date. A fresenius regional equipment specialist (res) evaluation was performed on the machine and found no issues of failures with operation and / or machine calibrations. A cause for patient's symptoms could not be identified with the information provided. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient arrived at the hemodialysis unit in stable condition. Approximately 15 to 30 minutes into the hemodialysis treatment, patient was found to be unresponsive. Attempts to resuscitate the patient with both bls and acls were unsuccessful. The patient expired. There were no reported issues with the machine before or during the treatment. The unit supervisor reported the hemodialysis machine did not cause or contribute to this event and the facility biomed technician reported the hemodialysis machine checked out okay during testing after the reported adverse event on (B)(6) 2012. No machine issues were noted.